Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2016 the patient called the vad coordinator to report multiple low flow alarms and symptoms of worsening shortness of breath and worsening edema. The patient was on home IV primacor and the dose had recently been increased. The patient was also on a bumex infusion. It was reported that the customer confirmed the low flow alarms and a red heart/no flow alarm . On (B)(6) 2016, a left ventriculogram showed depressed left ventricle function, an ejection fraction of 10 percent and a left ventricular end diastolic pressure of 24mm. It was also reported that no contrast dye was observed flowing through the lvad outflow graft. On (B)(6) 2016, the pump speed dropped to 7800 rpm. The extended alarm silence was turned on and the pump speed was adjusted to 8800 rpm to temporarily keep the low flow alarm from constantly sounding. The pump was turned off on (B)(6) 2016 due to no flow. On (B)(6) 2015, the patient expired. The patient's cause of expiration was reported to be due to sepsis and pump failure. No additional information was provided.

Manufacturer narrative:
A device related cause for the reported event could not be conclusively determined based on the evaluation of the returned pump. Additionally, the evaluation of the returned system controller confirmed the report of low flow hazard alarms based on the retrieved log file; however, the alarms were not reproduced during analysis. Examination of the pump¿s blood-contacting surfaces found loose depositions of blood and clotted blood in the sealed inflow conduit, sealed outflow graft, and in the pump. The depositions appeared consistent with poor surface washing resulting from an interruption in flow; however, the cause of the flow interruption could not be conclusively determined. The depositions also appeared consistent with the pump being shut off for several days prior to explant. Portions of the inflow graft conduit and inlet elbow depositions showed a sponge-like shape. The cause of the depositions could not be determined and evaluation could not conclusively correlate the depositions to the reported event. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The instructions for use lists device thrombosis and sepsis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The investigation results were previously reported under medwatch MFR report#2916596-2016-00262 follow-up #1. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient's widow reported that the pump failed due to thrombus.